Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash underneath front electrodes with small zits, redness and itching. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cortisone ointment for the rash. Outcome of the rash is unknown.